Event description:
It was reported that a right atrial leadless pacemaker failed to be positioned in the patient and also failed to separate. The procedure was aborted with no device implanted. Patient was stable with no consequences.